Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and was hospitalized. The customer reported blood glucose value was 900 mg/dl. The blood glucose value during the time of the call was 232 mg/dl. The customer had symptoms of feeling sick/unwell, headaches, and tired/weak during hospitalization. The customer was treated with an insulin pen at the hospital. Troubleshooting was performed. The customer had diabetic ketoacidosis and visited the emergency room. It was unknown whether the customer was using the insulin pump within 48 hours and the auto-mode/smart guard feature was not active at the time of the high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the device. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08770 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6)2023, there is no unexpected alarms/suspends and no bolus recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Daily total of all insulin delivered = 0 daily total of basal insulin delivered = 0 daily total of bolus insulin delivered = 0 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date (B)(6) 2022 in the formatted history file.  The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with 1.066v energizer max alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for bolus anomaly and possible under delivery were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.